Event description:
It was reported to boston scientific corp on (B)(6), 2009 that a zero tip nitinol stone retrieval basket was used for a ureteroscopy procedure performed on (B)(6), 2009. According to the complainant, the sheath separated into several pieces along the length of the wire. Each portion of the sheath remained on the device and did not detach inside the pt. The procedure was successfully completed with another zero tip nitinol stone retrieval basket. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has been received but an eval has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant info received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event. (B)(4).